Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with the reported condition of pump failure. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pump failure was not confirmed or duplicated during product evaluation. However, a downstream occlusion set is the last ancillary issue to occur prior to device evaluation and will be captured as the as determined problem code. There were no parts replaced to address this issue, and the device passed all tests during service. The cause of the downstream occlusion alarm was not identified. A service history review revealed no previous service events were related to the reported condition.